Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because used strips were returned.

Event description:
Customer reportedly received results of 261 mg/dl, 369 mg/dl, 180 mg/dl and 159 mg/dl within 10 minutes on the aviva system. In addition, customer reported receiving results of hi (>600 mg/dl), hi (>600 mg/dl), 197 mg/dl, 276 mg/dl, 176 mg/dl, 292 mg/dl, 218 mg/dl, 206 mg/dl, 254 mg/dl, 225 mg/dl, 378 mg/dl, 244 mg/dl, 175 mg/dl and 220 mg/dl within 12 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.